Manufacturer narrative:
Customer contacted service center for troubleshooting via telephone. The customer confirmed the (190 series) endoscopes worked normally on another tower/system appropriately. Technician suggested resetting the communication cables on the back of the cv-190 and clv-190. User reported the scope image displayed, the tower ran normally, and no errors occurred. No device was returned to olympus for evaluation, however, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified procedure, the endoscope image went black and a b30 communication error occurred on the evis exera iii video system. No patient injury or harm was reported.